Event description:
A patient specific implant prescription form was received for the patient's right hip. Noted on the form: "revision hip. Well fixed femoral stem and requires abg heads." Planned date of surgery is (B)(6) 2022.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Update to explant date. Reported event: an event regarding revision involving an unknown hip was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for the revision surgery, device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient specific implant prescription form was received for the patient's right hip. Noted on the form: "revision hip. Well fixed femoral stem and requires abg heads." Planned date of surgery is (B)(6) 2022.